Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient had gone to the emergency room (ER) a few times for spinal headaches (dates unknown). The pump was "sticking out" and not sutured to the patient. A pocket revision was performed on (B)(6) 2018. The plan was to refill the pump and perform a pocket revision. When the patient was opened visual fluid was noticed in the pocket. The catheter was tangled up once they were in the pump pocket. The physician put pressure on the catheter and it broke off two inches into the spinal segment from the pump side. The pump was aspirated post explant and had a volume discrepancy. The expected volume was 7 ml and the physician pulled 39 ml from the pump which led the surgeon to believe the patient has not been getting drug for a while. The pump and the pump segment were explanted and discarded. Post removal the physician flushed the catheter access port (cap) and the pump segment was attached and was not patent/not able to flush. The physician tried again after removing the pump segment and was able to flush. The spine segment was left in the patient. The patient was referred to the managing physician to discuss options of pump and catheter replacement. The physician will follow up with the patient to perform a computed tomography (CT) scan to make sure the catheter was in the intrathecal space. No further complications were reported.

Manufacturer narrative:
(B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The spinal headaches were first noticed several months previous and had resolved. The fluid in the pump pocket likely represented cerebrospinal fluid from the broken catheter. The cause of the volume discrepancy was the pump catheter was completely occluded by twisting and subsequent breakage. The patient¿s weight was approximately (B)(6) pounds.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2018product type catheter h6: correction was made to this field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.